Event description:
It was reported, that the patient's right ventricular (rv) lead had decreased sensing measurement, high capture threshold and low pacing impedance measurement. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.